Manufacturer narrative:
Correction to evaluation method code grid. The initial "date received by manufacturer" on (B)(4) with MFR report number 3030677-2024-01132 should be 03/21/2024.

Event description:
It has been reported that the device is failing self-test.